Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for 2 monitored bedside monitors (bsm's). This occurred after these bsm's were moved to another unit. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for 2 bedside monitors (bsms) after moving the bsms to another cns. No patient harm or injury was reported. Investigation summary: troubleshooting indicated configuration or physical issues with the network path. Further troubleshooting was requested, but the customer hurried off the phone before additional details were gathered. The troubleshooting notes suggested network configuration and/or physical network equipment should be verified to ensure there was no issue. The service history for this facility was reviewed for the period between 11/2021 and 1/2022 for issues related to networking and/or communication loss. The following events were found: ticket (B)(4) - communication loss attributable to network issues. Ticket (B)(4) - a bedside monitor had a duplicate ip address. Ticket - the customer reported communication loss on gz telemetry devices and needed to restart the gateway service. The tickets above indicate network issues. Information in the current ticket shows no indication of a device malfunction. Based on this information, it is concluded that the probable cause for the reported communication loss event was related to networking, not device failure.

Event description:
The customer reported that the central nurse's station (cns) was displaying comm loss for 2 bedside monitors (bsms) after moving the bsms to another cns. No harm or injury was reported.